Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Problem of needle detached.

Event description:
It was reported to boston scientific corporation that a capio device was used on a sacrospinous vault suspension, anterior and posterior repair procedure on (B)(6) 2015. According to the complainant, during the procedure, the needle detached after passing the suture through the sacrospinous ligament. An x-ray was done and the needle was confirmed to be inside the patient. It was not attempted to be removed. The patient's condition at the conclusion of the procedure was reported to be fine.